Event description:
It was reported via pt's attorney that pt was admitted to hosp for treatment of small skin ulcers on left leg. Pt was treated with a primary wound dressing which allegedly caused a severe reaction to pt's wound and is still causing serious medical problems.